Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 155 ohms. There was an increase from 125 to 155 ohms over the last few days. No adverse patient effects were reported. The device remains in service.